Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported overdose-like symptoms. The patient was in the ICU (intensive care unit). The patient symptoms were hypotension and bradycardia. The ICU (intensive care unit) nurse was going to contact the patient's physician as the patient was unable to provide information if there was a recent refill, dosing or drug change. The emergency procedure to empty the pump was reviewed and faxed to the reporter.

Manufacturer narrative:
Adverse event no longer applies. Hospitalization and life threatening no longer applies serious injury no longer applies (B)(4) no longer applies.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no diagnostics were performed related to the overdose-like-symptoms as it was not believed to be overdose. As a result of this no actions/inventions were taken to resolve the overdose-like-symptoms. The cause of the overdose-like-symptoms was determined to not be overdose but instead be cardiac related. The overdose-like-symptoms had been resolved as of the time of this report. No allegations were made against the device or therapy.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no diagnostics were performed related to the overdose-like-symptoms as it was not believed to be overdose. As a result of this no actions/inventions were taken to resolve the overdose-like-symptoms. The cause of the overdose-like-symptoms was determined to not be overdose but instead be cardiac related. The overdose-like-symptoms had been resolved as of the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.